Manufacturer narrative:
The received device had the cannula assembly fully deployed and the soft cannula was found to be flattened and stretched out of specification. But, inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path. It could not be determined when this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin.

Event description:
It was reported that the patient's blood glucose levels reached 287 mg/dl while wearing the pod for more than 48 hours on the arm. Patient treated high blood glucose with an injection and changing the pod.